Event description:
The procedure was coil embolization of dual avf with a vessel that was moderately calcified and mildly tortuous. The event happened during the procedure. The physician could not detach a deltapaq (cdf100510-30/g13741, complaint product) although pressing the detachment button about five times. Therefore, it was decided to retrieve the deltapaq from the patient. However, during removal, the coil unintentionally detached in the hub of the microcatheter. No detachment was attempted at that time. Both the coil and the dpu were safely removed from the patient and the procedure was continued using other products, and was successfully completed without any further issues. No patient injury/complication was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. According to the physician, the pre-deployment electrical check was performed and no issues noted. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coils non-detachment and the eventual detachment inside the hub of the microcatheter was due to the partially melting detachment fiber temporarily adhering to the suture before being released. Without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contribution to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The deltapaq cerecyte microcoil 5 mm x 10 cm (cdf100510-30/(B)(4)) could not be detached although pressing the detachment button about 5 times. Therefore it was decided to retrieve the deltapaq from the patient. However; the coil unintentionally detached in the hub of the unknown 45 degree microcatheter during removal. No detachment was attempted at that time. Both the coil and the device positioning unit (dpu) were safely removed from the patient without any further intervention to retrieve the coil. The procedure was successfully completed using other products without any further issues. It is not known if the connecting cable or dcb were replaced in an attempt to detach subsequent coils. No patient injury/complication was reported. The procedure was coil embolization of dural avf with a vessel that was moderately calcified and mildly tortuous. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. There was no noticeable resistance encountered delivering the deltapaq system through the microcatheter. According to the physician, the pre-deployment electrical check was performed and no issues noted. There is no information available regarding how much maneuvering was done to achieve the desired position of the coil. It was reported that repositioning was not required once the coil was placed in the aneurysm. No additional information is available. The dpu and coil were received separated from each other inside the returned packaging. The distal end of the dpu was unsheathed. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coils non-detachment and the eventual detachment inside the hub of the microcatheter was due to the partially melting detachment fiber temporarily adhering to the suture before being released. Without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any contribution to the failure of the coil to detach. Based on the available information, without the return of the concomitant devices and analysis of the returned device, a definitive root cause conclusion cannot be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. The lot number of the connecting cable and the detachment control box is not known; therefore, a device history record review cannot be completed. The device was not returned for analysis. Without the return of the device, no conclusion can be made regarding the relationship of the device to the reported event. Therefore, no corrective actions will be taken at this time.